Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and oversensing. No noise was noted, and impedance measurements were found to be stable. This patient underwent a left ventricular assist device (lvad) and a right ventricular assist device (rvad) procedure recently and lead damage was suspected after this. No adverse patient effects were reported. Additional information was received that reprogramming was performed. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and oversensing. No noise was noted, and impedance measurements were found to be stable. This patient underwent a left ventricular assist device (lvad) and a right ventricular assist device (rvad) procedure recently and lead damage was suspected after this. No adverse patient effects were reported. At this time, this lead remains in service.